Manufacturer narrative:
The reported event is unconfirmed, as the failure could not be reproduced. The device history record review was not required as the reported event was unconfirmed. A labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system had a smell every time when it was turning on. It was smell like something was burning. The patient had been using this product for more than 90 days. Per additonal information received via sample form on 28mar2022, customer stated that the on/off switch developed the strong odor of burning circuit board material leading to be concerned about failure and or fire.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system had a smell every time when it was turning on. It was smell like something was burning. The patient had been using this product for more than 90 days.